Manufacturer narrative:
Unknown. This report is for unknown quantity of 3.5mm variable angle (va) locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Patient was originally implanted with unknown quantity of 3.5mm variable angle (va) locking screws, however only four (4) locking screws were explanted during the revision surgery performed on (B)(6) 2017. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for locking screw is not provided. Patient code (B)(4) is used to capture the further manipulation and reduction of fracture requiring revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a revision surgery of the left tibia on (B)(6) 2017 for a depressed/displacement of a posterior lateral fragment. Patient was originally implanted on (B)(6) 2017 with a 3.5mm variable angle-locking compression plate (va-lcp) lateral tibial plateau plate, unknown quantity of 3.5mm variable angle (va) locking screws and unknown quantity of shaft screws. Surgeon removed four of the va locking screws from the plate leaving the plate and shaft screws alone. He manipulated/reduced the fracture and then implanted four (4) new 3.5mm va locking screws. It is unknown if there was any delay in surgery and patient¿s outcome is also unknown. This report is for unknown quantity of 3.5mm variable angle (va) locking screws. This is report 2 of 3 for complaint (B)(4).